Manufacturer narrative:
It was reported that the ipg started becoming visible through the patient's skin, and eventually it was clearly visible. Visual inspection and rgt test were performed and found no anomalies. A review of sterilization record found them to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to erosion. The ipg started becoming visible through the patient's skin and eventually it became clearly visible. The site was not painful although it came through the skin.

Event description:
A report was received that the patient's ipg was explanted due to erosion. The ipg started becoming visible through the patient's skin and eventually it became clearly visible. The site was not painful although it came through the skin.